Event description:
It was reported that during a lap appendectomy procedure, the cartridge fell into the pt on the initially firing. The device cut but did not staple. There was some bleeding, but could not quantify. As a result, the procedure was converted to an open procedure to complete the case. There was no other reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.